Event description:
The customer obtained erroneous results from control fluids for several assays run on a dt60 analyzer (bun, uric, amyl, chol, glu). The event is consistent with a malfunction that could have caused a falsely elevated glucose result to be reported. There were no pt samples involved and no allegation of harm was reported as result of this event.